Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing tamper seal. There was a motor rate error revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the dirty worm coupling and worm gear was the root cause. The worm coupling and worm gear were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a motor rate error and had a possible damaged main print circuit board. The event occurred during testing, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.